Manufacturer narrative:
On november 10, 2021, mentor became aware that there is a discrepancy between the date of implantation and the manufacturing date of the suspect medical device. The date of implantation provided is prior to the manufacturing date. Multiple follow-ups have been performed but no clarifying information was provided. A best estimate of the date of implantation has been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 21, 2021, mentor received additional information indicating that the suspect medical device was a 300cc mentor smooth round moderate profile saline (catalog: 3501645 lot: 5686095). On october 22, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On november 2, 2021, mentor also became aware that the incorrect date of explantation was indicated in the event description of the initial report sent on (B)(6) 2021. The correct date of explantation was (B)(6) 2021. Mentor also became aware that the patient's implants were replaced with the following devices: (left) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9600888 sn: (B)(6) and (right) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9600888 sn: (B)(6). Manufacturer¿s reference number: (B)(4). Date of explantation: (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient, who's undergone primary breast augmentation with two unspecified mentor smooth saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On november 8, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 300cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear on the anterior view near the valve, measuring less than 0.1 cm. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube style provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube style is removed to prevent damage to the valve assembly. A second product was received (lot-5696895). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).